Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation codes and the completed investigation. The codes were unable to be selected when the initial report was submitted, the codes are now available and have been selected. One used 6fr angio-seal vip device was received for product analysis at terumo medical corporation. The device was returned with the hemostatic sheath, arteriotomy locator, guidewire, and bypass tube. The returned components were subjected to visual analysis where a blood-like substance was found. The device was not mated with the hemostatic sheath. No visual anomalies other than the blood like substance were identified on the arteriotomy locator and the guidewire. Regarding the device, the bypass tube was found dislodged from the anchor at the distal tip of the carrier tube assembly. Swollen collagen could be seen on the carrier tube assembly. The deployment sleeve was in the rear lock position. Indicating that the user had applied force to the device causing the deployment sleeve to move. The hemostatic valve on the hemostatic sheath showed evidence that the bypass tube was likely inserted at one point. There was deformation on the deployment sleeve and hemostatic sheath indicating that the two components were likely connected at one point. Based on the returned device the complaint could be confirmed for detached/ separated as the device cap. However, the deformation of the deployment sleeve and hemostatic sheath indicates that the two components were likely not mated properly. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Patient and device codes are unable to be selected at this time. Esubmitter support has been notified.

Event description:
The user facility reported that the device failed. The following information was provided by the user facility: when the user inserted angioseal plug into delivery sheath, they pulled back and heard/saw both clicks ensuring foot plate was within vessel but then the plug system broke off from the delivery sheath. The user states that nothing looked or felt unusual. It was reported that nothing was left inside the patient and manual pressure was applied until hemostasis achieved. A femstop was placed to ensure proper hemostasis. It was reported that the blood loss was less than 250cc. It was reported the patient condition was stable, nothing notable. It was reported that the procedure outcome was successful.